Event description:
Customer received an interface error on bd epicenter data mgmt sys during vital entry on their bactec mgit 960 instrument. The bd epicenter detected an incorrect barcode (B)(6), terminating communications with the bd mgit 960 instrument and instructed the user to contact their bd technical rep for assistance. The local bd rep noted that the barcode contained the prefix 43 02 but should be 43 01. Customer reprocessed specimens into new tubes with correct barcodes. The 3rd and 4th digits of the barcode indicate the media type and which algorithm to apply for growth detection. If the issue goes unrecognized, barcodes with a prefix "43 02" incubate for the desired protocol but report all tubes as negative since no algorithm is applied. The bactec mgit tube package insert recommends: "at the end of six weeks incubation, perform a visual check of all instrument negative tubes. If the tube appears visually positive (i.e., nonhomogenous, turbidity, small grains or clumps) it should be subcultured, acid-fast stained and treated as a presumptive positive, provided the acid-fast smear result is positive."

Manufacturer narrative:
Bd quality investigation confirmed the complaint. It was determined that a portion of the tubes from batch (B)(4) contained an incorrect prefix on the barcode label. It was found that the bactec mgit software allows the entry of "43 02" barcodes without a system error. However, the bd epicenter will correctly identify the error and alert the user. Susceptibility tests are not affected since testing is conducted in a carrier where instrument instruction is provided by the carrier ID. Corrective actions: the buy specifications have been clarified to the requirement for the 43_01 to be static text and added details for how to recirculate the sequential number portion of the barcode after (B)(4)has been reached by starting again with (B)(4). The incoming inspection procedure has been revised to include barcode review to look for the static text (B)(4)on each roll received in each shipment. This inspection is conducted by the label control group. This inspection process will apply for each mgit tubed media product containing a barcode on the tube used with the mgit 960 and mgit 320 instruments. Bactec mgit instruments software will be modified to only accept specified barcode prefixes and error during tube entry if barcode does not meet specified criteria in software.